Manufacturer narrative:
(B)(4).

Event description:
It was reported "wire "broke" during use inserting the catheter". There was a delay in therapy due to having to place another line. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a product lidstock. The guide wire was not shown; therefore, the complaint of a separated guide wire was not able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from theavailable information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "wire "broke" during use inserting the catheter". There was a delay in therapy due to having to place another line. No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".